Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected heating up noted. The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with normal sleep current. The insulin pump had minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there had been white lumps in the tubing and that the insulin had been heated. The blood glucose reading was 142 mg/dl.